Event description:
It was reported that during a 29 mm transcatheter aortic valve implantation via the right femoral artery, the anatomy was favorable to the 14f system, but there was difficulty in puncture and passage of the pacemaker, with stimulation provided by the wire. Difficulty crossing the valve due to extensive calcification required two catheter exchanges using a pre-shaped confida guidewire. Pre-dilation was performed with a 20×40 millimeter balloon in two stages before the initial deployment. The valve was assembled without misloading but presented underexpansion upon release and was recaptured for further pre-dilation. A balloon dilation was performed again with a 20x40 mm balloon. Upon repositioning, no overlap at the fourth knot or misloading was observed. A new attempt at deployment with the same valve still resulted in underexpansion, prompting the clinical decision to proceed with deployment in overlap and coplanar orientation, using commissural alignment. Before final release, the wire was withdrawn from the ventricle, and system tension on the lesser curvature of the aorta was noted. The final release was slow, with two recaptures performed due to persistent underexpansion, resulting in final positioning with an estimated distance of 2¿3 millimeter at the non-coronary cusp and approximately 4 millimeter at the left cusp, distant from the left coronary cusp. The main technical difficulty was valve underexpansion, and the use of a larger-caliber balloon for pre-dilation was not considered due to the patient¿s anatomy. The valve dislodged and a smaller 26 mm valve was implanted, during which the patient progressed to asystole and did not respond to cardiopulmonary resuscitation. The patient subsequently died.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012124356); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012702016); product type: 0195-heart valves; product ID gwbc30 (lot: 92402829); product type: 0193-guidewire; implant date n/a; explant date n/a product ID d-evprop23-29 (lot: 0012124356); product type: 0195-heart valves; product ID evproplus-26 (k128117); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was decided to implant a smaller 26 mm valve because the patient was in between a 29 mm valve and 26 mm valve size. Based on the patient¿s anatomy, it was suggested to use the 26 mm valve, but it was decided to use the larger valve due to the amount of calcium. When using the 29 mm valve, expansion issues occurred. Therefore, it was decided to replace it with the smaller valve.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.